Event description:
Four fibers received at dornier on 07/27/05. The 4 fibers were inspected and the following found: fiber #1: sma connector threads were damaged (cross-threaded) impeding connection to test laser. Length was less than 3.0 meters but no breakage observed on the fiber. Fiber #2: sma connector threads were damaged (cross-threaded) impeding connection to test laser. Length was less 3.0 meters but no breakage observed on the fiber. Fiber #3: fiber broken 160cm from sma (approx. 140cm from distal tip which is missing). Appears to be bend and burned at the break area. Fiber #4: fiber broken 198cm from sma (approx. 102cm from distal tip which is missing). Appears to be bent and burned at the break area.